Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. No imaging evaluation had been performed as imagery had not been provided. As such, a definite root cause is unable to be determined. DHR review was performed and there was no indication that a manufacturing non-conformance would have contributed to the complaint. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in united kingdom, a patient received an evoque valve in tricuspid position where, on post-operative day (pod) 2, the patient had atrial fibrillation with slow ventricular response (<40bpm) and ventricular standstill up to 7 seconds. On pod 3, a right ventricle (rv) lead permanent pacemaker was implanted.